Event description:
It was reported the pt experienced a shocking or jolting sensation with the stimulation turned on. There was no incident related to the onset of the symptoms. Impedance values were checked and were found to be >4000 ohms on all of the bipolar pairs tested at 1.5 volts. The pt was admitted to the hospital to undergo revision. Troubleshooting was being considered as well. Additional info has been requested but was not available on the date of this report.